Event description:
It was reported that the hydrophilic was too gritty and patient did not understand how to use the intermittent catheter. Representative went over usage, but patient prefers prelubed catheters. Per additional information received via sample form on 12apr2023, customer used a lubricating gel rather than the packet provided. As customer applied the gel to the catheter customer felt a bump on the catheter about 1/4 of the way down the catheter it was stuck to the catheter and was about the size of a small grain of sand. Customer went back and forth over it and dislodged it, so customer knew it was indeed stuck to the catheter and was not in the gel. Customer got rid of this foreign grain and continued to lubricate the catheter. About 3/4 of the way down the catheter towards the coude tip. Customer felt another bump about the same size. (Both were hard like a grain of sand).

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Visual inspection noted received 1 magic3 intermittent catheter in open packaging with no flashes, burrs, or nicks present. Also, received closed water packet. Catheter did not feel gritty upon inspection. Therefore, product meets specification. A DHR was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the hydrophilic was too gritty and patient did not understand how to use the intermittent catheter. Representative went over usage, but patient prefers prelubed catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.